Manufacturer narrative:
Further information requested (weight) but not available.

Event description:
It was reported patient lost therapy as the ipg is unable to communicate with external devices. As a result patient may be awaiting surgical intervention to address the issue.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was replaced and reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.